Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty camshaft assembly. The camshaft assembly was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the pump failed occlusion pressure testing and does not hold pressure/will not occlude. The issue was discovered during testing. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a faulty camshaft assembly.